Manufacturer narrative:
H6: a review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that these lots met all pre-release specifications. Type I endoleak requiring additional endovascular treatment. Other related devices implanted: six gore tag thoracic endoprostheses; one gore excluder bifurcated endoprosthesis.

Event description:
In 2007, this pt was treated with seven gore tag thoracic endoprostheses for a thoracic aortic aneurysm. In 2009, a reintervention occurred to repair a distal type I endoleak. It was reported that the most distal gore tag thoracic endoprosthesis was located in a very tortuous curve and the device may have moved proximally, causing the endoleak. A medtronic talent taa graft was placed distally extending the graft to just above the celiac artery. The endoleak was resolved. The pt tolerated the procedure. Nine months later, the pt was treated for a ruptured abdominal aortic aneurysm and expired four days later, from multi-system organ failure. No devices are being returned to gore for eval. The physician has no record of an autopsy being performed. This event has been reported in medwatch #2017233-2010-00011.